Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an issue with the pump's time and date setting. No additional information was obtained. If further information is provided, a follow-up report will be submitted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 02/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/03/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed no evidence of a time and date reset. During testing, the pump was rebooted, and a time and date reset was duplicated. The pump case was removed, and the internal clock battery on the printed circuit board was found to have failed.